Manufacturer narrative:
The bipap a40 pro (blx3100s19) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information from a customer stating that a bipap a40 pro device was inactive. There was no serious patient harm or injury that occurred or was reported. The bipap a40 pro device was returned and evaluated by a third-party service center. The device evaluation found a ventilator inoperative error code in the device's error log. The service technician states that the printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, a non-reportable coin cell voltage error code was also found in the device's error log.